Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer¿s blood glucose level was 400 mg/dl.